Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump got wet and currently dead and also they received open book image on the insulin pump screen. The insulin pump was not bumped or dropped. The insulin pump had blank display before critical pump error alarm. The customer stated that contacts on the battery cap was neither missing nor damaged and battery compartment was neither damaged nor corroded. Display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify open book anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.